Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural bleeding is a known complication of a peg- j tube placement. The event occurred during the repositioning of an abbvie tube; the injury to the esophagus was related to the procedure and did not occur in the vicinity of the j tube. Therefore, this was not directly related to an issue with the abbvie tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2020, a gastroscopy was performed to reposition the j tube that had slipped back into the stomach. During the investigation, the esophagus was injured with bleeding. After gastroscopy, the patient was transferred to the intensive care unit, was intubated and ventilated and needed several blood transfusions. On (B)(6) 2020, the patient was extubated and was transferred to neurology for further treatment. The patient's general condition worsened with weight loss.